Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 53 or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 (line number 3540 file number 26) due to a software error. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm and insulin pump did not beep. Blood glucose was unknown. Troubleshooting was performed. Customer reported they were able to clear the alarm but self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.